Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12497. It was reported the pt experienced decreased pain relief I his ankle and foot following an injury to the area. An sjm representative interrogated the system and found no anomalies. The physician disconnected the existing lead (device 1) on (B)(6) 2014 and added a new lead (device 2). Post operative programming was unable to provide effective stimulation coverage. The physician then explanted both the leads, and implanted a new octrode lead. Patient reported receiving partial coverage with the new lead. The next course of action is reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.